Manufacturer narrative:
Corrected the PMA code. The performance of the lead and the ICD under complaint were scrutinized. The memory content as well as the therapeutic functionality of the ICD were inspected. During analysis of the device memory content the clinical observation could be confirmed, a gradual increase of the pacing impedances was documented. However in a thorough analysis of the ICD, in particular of the impedance measurement functions as well as the ability to deliver therapies, the device proved to be fully functional. The analysis did neither for the lead nor the ICD reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this system has been implanted for >3 years. The rv-lead impedance was gradually increased. (B)(6) 2013: 530 ohms, (B)(6) 2013: over 1000 ohms, (B)(6) 2014: over 1500ohms. However the shock impedance as well as amplitudes showed same measurements as before. The increasing impedance was observed also through the home monitoring data. The lead and ICD were removed and replaced. During the operation, the lead was not measured by psa. This ICD was not suspected of any malfunction by the physician.